Event description:
It was reported that stent damage occurred. The 90% stenosed, 26-30mmx2.75-3.0mm target lesion was located in the middle to distal end of left anterior descending artery. A 3.00x28mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. After withdrawal, it was noted that the stent strut was lifted up. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 26-30mmx2.75-3.0mm target lesion was located in the middle to distal end of left anterior descending artery. A 3.00x28mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. After withdrawal, it was noted that the stent strut was lifted up. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus element plus, mr, ous 3.00 x 28 mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent struts in the proximal to mid-section of the stent were lifted from crimped stent position. The undamaged maximum crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. Stent damage most likely occurred when the stent struts got caught on a stenosed lesion. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues with the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and visual examination of the inner lumen found no issues with the extrusion shaft. No other issues were identified during the product analysis.